Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot#: 0209367748, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the (B)(6) study reported the patient had less effective stimulation than during the screening period. During the screening period the lead was placed at t11/t12. An infection occurred during the screening period which led to fibrosis. The new lead then had to be placed at t10/t11. Imaging was done as a diagnostic but no results were noted. Additionally it was noted that a radiological exam was planned to analyze if the lead could be replaced at t11/t12 the same as the screening period. Intervention involved an unscheduled clinic visit and the event was considered ongoing. The patient was to be seen (B)(6) 2016. Etiology was noted as related to the lead. The event was related to the device and unlikely related to the implant procedure. Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included repositioning the lead. The event resulted in in-patient hospitalization.